Manufacturer narrative:
A1: patient identifier: requested, not provided a2: date of birth: requested, not provided a3b: gender: requested, not provided a4: weight: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: contact: requested, unknown e3: occupation: requested, unknown the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the surgeon opened the tin-package, and checked everything was ok. However, during the procedure, the main body could not enter the sheath tube, even when the physician tried several times. At last, the physician chose to use by manual pressure for hemostasis. There was no blood loss. The reported event did not result in patient injury. Additional information was received on 24nov2024: the type of procedure being performed for the patient prior to use with angio-seal was an aneurysm embolization using a 5f sheath. A pre-deployment angiogram was performed. The patient was stable. Manual compression was performed for hemostasis. Slight deformation was found on the carrier tube before use and the obvious resistance was felt during use.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio seal device was returned to terumo medical corporation for product evaluation. The returned device included the header bag, guide wire, arteriotomy locator, hemostasis sheath, carrier tube and foil pouch. The device was visually inspected and found to have been in used condition. The carrier tube was returned in the forward locked position and has a kink on the tubing. A kink noted on sheath tubing and at the blood inlet hole of the locator. No other damage or issues were identified. The complaint was confirmed for a kinked carrier tube and hemostasis sheath. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the carrier tube and hemostasis sheath during device assembly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt)/failure mode and effects analysis (fmea).